Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings , evaluation found the complaint was not confirmed. Evaluation did find the bending angle in the up direction did not meet standard value and the play in the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked, and had a white clouded area, the water removal ability did not meet standard value due to clogging of the nozzle, adhesives around the objective and light guide lenses had a white clouded area, the scope cover was dented, the objective lens was scratched and the connecting tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the gastrointestinal videoscope had auxiliary water supply issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that fibrous foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations to the air/water nozzle. It was confirmed that reprocessing was not implemented according to the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer reported that they did not know when the water supply issues first occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.